Event description:
A physician reported that the poor aspiration of the probe was confirmed when tried to use it during surgery. The procedure type was unknown. The condition of actuating and cutting was unknown. The surgery was completed on the same day without product replacement. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).